Manufacturer narrative:
This case was reviewed and investigated according to the manufacture¿s policy. No patient involvement. The intrasight mobile touchscreen monitor was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that the manufacturer's system touchscreen monitor was broken with sharp edges observed. There was no patient present and no user injury reported. This product problem is being reported in an abundance of caution because the touchscreen monitor has sharp edges that can result in a potential for harm.